Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 31-year-old female patient who had essure (batch no: 893015) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (on (B)(6) 1994, on (B)(6) 1996, on (B)(6) 2000, on (B)(6) 2006, on (B)(6) 2008, on (B)(6) 2009).), productive cough, difficulty breathing, tightness in chest, urinary tract infection, rectal bleeding, thrombocytopenia, abortion, respiratory distress, allergic rhinitis, measles, varicella, varicose veins, bronchiectasis, lung abscess and bronchoscopy. Previously administered products included for an unreported indication: mirena from on (B)(6) 2010 and nuvaring. Concurrent conditions included obesity, human papilloma virus infection, asthma, copd, anxiety, non-tobacco user, pneumonia, dyspnea, aspergillosis, diabetes mellitus and atypical ductal hyperplasia. Concomitant products included mometasone furoate (asmanex) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain (lower abdomen)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, menorrhagia, dysmenorrhoea, alopecia and abdominal pain lower outcome was unknown, the vaginal haemorrhage and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2016: multiple small cysts on ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (batch no. 893015) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (((B)(6) 1994,(B)(6) 1996,(B)(6) 2000,(B)(6) 2006,(B)(6) 2008,(B)(6) 2009).), productive cough, difficulty breathing, tightness in chest, urinary tract infection, rectal bleeding, thrombocytopenia, abortion, respiratory distress, allergic rhinitis, measles, varicella, varicose veins, bronchiectasis, lung abscess and bronchoscopy. Previously administered products included for an unreported indication: mirena from (B)(6) 2010 to (B)(6) 2010 and nuvaring. Concurrent conditions included morbid obesity, human papilloma virus infection, asthma, copd, anxiety, non-tobacco user, pneumonia, dyspnea, aspergillosis, diabetes mellitus and atypical ductal hyperplasia. Concomitant products included mometasone furoate (asmanex) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe:mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain lower ("pain (lower abdomen)") and abdominal pain ("abdominal pain"). The patient was treated with surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, menorrhagia, dysmenorrhoea, alopecia and abdominal pain lower outcome was unknown, the vaginal haemorrhage and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2016: multiple small cysts on ovaries. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: lot number added. Other relevant history updated. Case became medically confirmed. Processed with fu 2 on 27-feb-2018: fu from pfs: new events: mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, abdominal pain lower, abdominal pain were added. Reporter, patient demographic information, other relevant history updated. Processed with fu 1. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.